Event description:
It was reported that a singleday infusor 2 ml/hr had no flow. This issue was discovered before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was received for evaluation. The sample was visually inspected and functionally tested. No malfunctions were observed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported problem was not confirmed.